Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records was attempted. The report indicates that an invalid lot number, DHR cannot be performed. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered femur fracture five (5) years ago. Patient complained of hip pain in his abductors. The surgeon removed the 12mm universal femoral nail 440mm - sterile, femur fracture was fully healed. This was a straight removal of hardware and was not a revision surgery. Patient condition is unknown. The part is in possession of the patient and will not be returned. There are two (2) devices on this complaint. This report is 1 of 2 for (B)(4).